Event description:
Customer reported the workstation keyboard doesn't work, and that the system is displaying an error code "corrupted files will be deleted". No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, customer had allowed system to perform file recovery process. System operates as intended.